Event description:
The customer reported being hospitalized for high blood glucose. The glucose reading was 980 mg/dl. The customer was vomiting and had ketones. The customer stated that the insulin pump alarmed no delivery. Testing was not performed because the device was not available at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.